Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that last night they were trying to charge their implanted neurostimulator and had a lot of problems with it. Patient said they had to try and recharge implant from 12:00 - 8:00 and then all of a sudden, they saw a message that said recharger problem. Patient also said that the recharger cord was becoming very hot. Patient inspected the cord and did not see any damage. A replacement recharger telemetry module (rtm) was sent out. Patient stated they were having a severe headache and their neck started hurting due to stress of not being able to recharge. Patient mentioned they had received replacement battery in the back.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Analysis of the [recharger], model [97755], s/n [(B)(6)] found electrical failure - recharger problem, cannot continue, call medtronic message. No were visually anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.